Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon opening the packaging of a pacing lead that it was longer than the length specified on the packing and labeling. The pacing lead was not implanted, instead a new pacing lead was implanted. No patient complications have been reported as a result of this event.